Event description:
It was reported the patient had not been able to work since 2011 due to their work environment ¿interfering with the spinal cord stimulation (scs) system.¿

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot# v010099, implanted: (B)(6) 2006, product type lead; product ID 3550-29, lot# n244465, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted, the patient was working with welding equipment.

Manufacturer narrative:
(B)(4).